Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of femoral implant at the cement/bone interface and tibial component loosening at the at bone to cement interface. Depuy cement was used. It was also stated that the femoral stem was not tight on the femoral adapter.

Manufacturer narrative:
The device associated with this report was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.